Manufacturer narrative:
This event was previously reported as a serious injury. A pms clinical expert reassessment determined that this reported event makes no allegation of a device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. In addition, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Correction to section b1: this report will be filed as a product problem.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient harm. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient alleging other harm/injury and lung issues. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A reportability decision noted (B)(6) 2023 determined that there was a serious allegation of harm reported in this complaint and that the device may have caused or contributed to the reported event. There is insufficient information related to: what type of lung issues, device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. At this time, we are unable to make attempts to obtain additional information given the maximum attempts made. Corrections made to section b: adverse event/product problem - section h: type of reported complaint and health impact code. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient alleging other harm/injury and lung issues. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.